Event description:
It was reported that the bd syringe plastipak 10ml s/su barrel cracked. The following information was provided by the initial reporter translated from portuguese to english: after topping up with sf 0.9% and inserting into the bag the syringe spontaneously cracked and leaked the contents inside. Send a sample to the materials evaluation and standardization department.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, cracked barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated by a hit or a jamming in assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.